Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
This report is for the poly swap performed on (B)(6) 2024. In providing information for a revision of the patient's left knee on (B)(6) 2025, rep provided information about a poly swap on (B)(6) 2024.. A 5x28 ts insert was swapped for a 5x31 ts insert.